Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Patient had her trial leads pulled because her right lower leg was hurting. The stimulation was turned off for one full day. Cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025-04 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 02-dec-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 24-feb-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type screening device product ID 977d260 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep provided the serial number and stated the device was discarded.